Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion set is leaky at the female/male connector. Patient stated blood glucose level was 380 mg/dl. Patient reported changing the infusion set and then took correction via the infusion device. Patient stated blood glucose was okay afterwards. Patient's normal blood glucose level was not provided. No further info is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.